Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolization). Patient condition affected effectiveness of the device -lesion morphology (severe tortuosity). No results available since no evaluation performed - device or procedural images not provided for review (device not returned). Conclusion results: inherent risk of procedure (stent embolization). Device failure/lack of effectiveness related to patient condition device - lesion morphology (severe tortuosity). Unable to confirm complaint (device/cine images not returned). (B)(4).

Event description:
It is reported that the physician was attempting to deploy a 3.0mm diameter x 15mm length integrity otw bare metal stent in the saphenous vein graft. The vessel was reported to be severely tortuous. The device could not cross the lesion and during removal the stent dislodged from the balloon. An attempt was made to snare the stent but this was unsuccessful and the stent remains in the patient¿s soft tissue outside the femoral artery and is currently in the patient¿s leg. A non-medtronic stent was used to treat the target vessel. The device was inspected prior to use with no issues noted. Negative prep was not performed. No additional patient clinical sequelae reported.